Event description:
This endograft exhibited a type I endoleak resulting in additional intervention to resolve. To date, no further adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned and boston scientific crm cannot confirm the clinical observation. No additional information is available at this time. If additional information becomes available, this event will be updated.